Manufacturer narrative:
It was indicated that the product used during the reported event is not available for analysis. In the event that the involved product is received and an evaluation completed, or if new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent readings. No consequences or impact to patient were reported.